Manufacturer narrative:
(B)(4) - the reported event of device tip broken. A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. From the information provided, the catheter may have inadvertently been pulled too fast while being loaded into the guide catheter resulting in detachment of the tip. Based on the investigation and the information provided, it is most likely that handling of the device is the cause of the reported tip break.

Event description:
It was reported while loading the microcatheter into the guide catheter, the tip of the device came off. This occurred during preparation prior to the procedure. There was no patient involvement.